Event description:
Same case as MDR ID: 1649384-2013-00030. It was reported that following a lumbar fusion surgery, a pedicle screw and rod were broken. The pt underwent lumbar fusion on an unk date about 6 yrs ago in which incompass instrumentation was implanted from t12 to l4. At the time of the revision, the pt had presented with pain. Xrays revealed the pt had achieved fusion at the treated levels. No malfunction of the incompass instrumentation was observed via xray. When the device was removed, it was noted intra-operatively that the right side rod at the l3 crosslink was broken. A screw at an unspecified location was also noted to be broken mid-shaft. The head of the screw was removed and the shaft was left imbedded in the pedicle. No additional instrumentation was required to be placed.

Manufacturer narrative:
Age at time of event: (B)(6). Weight: "average". It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.